Event description:
Facility (B)(6), called stating that the ihcs7 bed allegedly collapsed when the nursing staff was turning resident. Minor injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ihcs7, serial number/date code (B)(4), age of product is unknown. The owner's manual part number 1153410 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The residents age, height and weight are unknown. The residents medical condition, stability and medication regimen are unknown. The maintenance history of the device is unknown. The facility called stating that when the nursing staff was turning the resident the ihcs7 bed allegedly collapsed. The resident sustained a bump on the head and was transported to the hospital as a precautionary measure - was returned back to the facility. The facility is looking for someone to come out an look at the bed and make sure there is nothing wrong with the bed. It is unknown if the product is still be used or has been quarantined until checked. The malfunction has not been confirmed.